Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) could not be reviewed as a device serial number was not provided. Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a patient with a surgical valve underwent a valve-in-valve procedure after an implant duration of approximately 13 years due to aortic insufficiency. The tavr procedure was performed with a trans-femoral approach resulting in the implant of a 26mm transcatheter valve.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis.

Event description:
It was reported that a patient with an ew surgical valve of unknown size and model underwent a valve-in-valve procedure after an implant duration of approximately 13 years due to aortic stenosis. The patient had developed a significant gradient across the valve. The tavr procedure was performed with a trans-femoral approach resulting in the implant of a 26mm transcatheter valve. There was no significant gradient after the transcatheter valve was deployed. The patient was transferred to ICU in stable condition.